Event description:
It was reported that for two days the patient experienced a return of symptoms. He noticed that the stimulation had turned off. He turned it back on and could feel stimulation. No further information was reported.